Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Ran device for twenty minutes, most of that time on wall o2 connection at 100% o2, the rest on a tank on the device at 50%. No errors occurred. Ran drpta log for errors. Log showed activity since 7-15-2024 on multiple occasions with no error codes. Discussed how errors showed with client. He said it was plugged into a wall o2 connection, error occurred, moved to another connection error persisted, then rebooted and functioned without displaying settings. The issue could not be duplicated. The device appears to have nothing wrong with it. It was suggested to run it for at least two hours to be certain. It may have been the o2 connection at the time. After further troubleshooting, the device functioned properly and shows no errors in log, settings are displaying properly and can be adjusted. Device returned to the customer and advised to run for at least two hours to see if an error occurs and if there is none to return it to use.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device alarmed no oxygen supply even though there are no issues. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the alarm finally stopped but now will not go into stand by which will be address under another case. The rse advised the customer of possible flow sensor assembly problem. Provided parts ID for flow sensor assembly and dispatched a field service engineer (fse) for onsite repair. The investigation is ongoing.